Manufacturer narrative:
The pushwire of the device was returned for analysis. No damages were found on the pushwire. The non-working length struts were found to be broken. No other anomalies were observed. A portion of the distal end of the returned proximal portion of the stent device was separated (cut) and sent out for scanning electron microscopy (sem) analysis. Per the sem analysis report, the fractures exhibit ductile overload features. This indicates that the stent struts separated as the tensile strength of the material was exceeded. Per the device's instructions for use (IFU): to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. To retrieve thrombus, slowly withdraw the microcatheter and the revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed revascularization device distally. Note: ensure microcatheter covers proximal marker.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation has yet not begun. Supplemental report will be submitted with the findings. MDR related to this event: 2029214-2017-00217 2029214-2017-00218.

Event description:
Medtronic received report that during a stroke case, the mechanical thrombectomy device separated from the pushwire. The ica was initially attempted to be revascularized via manual aspiration. This was attempted 3 to 4 times with 072 guide catheter. Clot material was retrieved on each aspiration. However, the vessel closed after each aspiration. Therefore, a mechanical thrombectomy device was selected. The device was deployed in the cavernous area and retrieved. A second thrombectomy attempt was performed. Upon retrieval, the device separated. However, the vessel remained patent. Despite the vessel being patent, the patient did not do well post intervention, but the outcome was not to be related to the device, as the stroke was classified as "wake up stroke" (over 6 hours had passed without intervention). The vessel was not very straight forward and was difficult to access. There was also report of a vessel dissection (unspecified location), this was noted prior to use of the mechanical thrombectomy device but after the delivery of the guide catheter and the competitor guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.